Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a minicap transfer set. The nurse reported that the minicap fell off the transfer set, while the patient was gardening, vacuuming car, or doing other tasks and later noticed the cap was missing from the end of their transfer set. The home patient's (hp) daughter found the minicap in the garden where the hp had been working. After attempting to contact the home patient (hp), she called back and left a voicemail advising that her daughter disposed of the minicap. The hp advised that she noticed her minicap had come off about 4 hours after it must have fallen off, having come inside from gardening, where the daughter later found it. Then she went to the clinic right away and they replaced her transfer set. During an additional follow-up with the hp, stated that she is well and has continued on with her therapy. She confirmed that she was not admitted to hospital and that they had changed her transfer set as part of their protocol. She advised that she thought she was supposed to get antibiotics, however, when the doctor saw her he decided not to. She advised that she did not know why the cap came off. She said that it was mother's day and she had some extra energy so she was doing a lot more activity then normal and that usually she checks her cap connection every couple of hours, but did not that day. She confirmed that she did not examine the end of the transfer set where the cap came off to see if there was any damage to it, however, nothing was noted to her when the clinic changed the transfer set.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.